Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intended to deliver a 1 unit bolus but inadvertently requested and delivered a 6 unit bolus. Customer expressed dissatisfaction with pump keypad design and stated that a scroll design for bolus deliveries was preferred. Customer reported having poor eyesight. Customer reported eating sugary foods and blood glucose was within target range at time of report.